Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is not available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee procedure the tip of the oxford large spherical mill broke during reaming of the femoral condile. No harm to patient. No significant delay in surgery. No consequences or impact to the patient.

Event description:
It was reported that during an initial knee procedure the tip of the oxford large spherical mill broke during reaming of the femoral condile. No harm to patient. No significant delay in surgery. No consequences or impact to the patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. Mhr review could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found 6 complaints reported with the item (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: product not returned to manufacturer.